Event description:
During an in clinic follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming of the device was performed to resolve the event. The patient was stable.